Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "red spot", "discomfort", "small homogeneous cyst", "benign calcifications", "rupture" and "scared".

Event description:
Patient reported right side "red spot", "discomfort", "small homogeneous cyst", "benign calcifications", "rupture" and "scared". The following is considered non-device related "had covid". The device remains implanted.